Event description:
It was reported that this pacemaker exhibited oversensing of noisy signals and low out of range pacing impedance on the right ventricular (rv) channel. The device remains in use. No adverse patient effects were reported.